Event description:
Rptr writes, "I developed severe pain in knees, shoulders, wrists (like carpral tunnel), than neurological severe spasms like electrocuted by high voltage. At the same time I became impotent. My sweat became very acidic. About 1993 I noticed first symptoms pain in muscles, prone to infections (immune system ?). On july 20, 1995, I had to stop working, and became disabled, I had severe joint pain all my joints started to snap loudly. I was unable to walk due to severe pain in knees and my knees started to buckle under me causing falls. I developed asthma like symptoms, bronchospasms were confirmed through "knudsen" test. Pain in the chest like cramp and pain in lungs, and severe neurological cramps. I had almost every possible test done. My antinuclear antibody at one time was 80 ( and returned to 40, ketone in urine went up), and I had on 6/08/95 left elbow bursitis with no bacteria. Severe pain in kidneys, and abnormality of serum glutamic-pyruvic transaminase was noted to be on rise until reached around 100. Started to have all over neurological muscle contraction, and my body started shaking or shivering. Developed no temperature but chills. Severe burning of eyes, like having hot charcoals instead of eyeballs, neurological spasms of left eye lid. My gums were bleeding with no apparent reason and I developed canker like sores. My mouth was getting numb and "muscles were twitching". Developed jaws cramps, like "mtj". Dizziness and loss of balance when walking. While taking ceclor cd 5oomg twice a day, became almost mentally incapacitated, falling down when walking. My symptoms are similar to gulf war illness, and I was diagnosed with multiple chemical sensitivity, fibromyalgia, myofacia, arthralgia, myalgia, asthma with negative methacholine challenge, peripheral neuropathy, "raids-rads-ruds," chronic fatigue and immune dysfunction syndrome. I have seen 37 doctors, and all were puzzled. In about 1993 I started having unpleasant metallic taste in my mouth, and at any time using fork or spoon I could feel electrolysis, same when mercury touched gold crown or bridge. In 7/97 my first cuspid cracked off. Inspecting tooth it was noticeable different color of surface were mercury amalgam was in contact. The color was not uniform and varied from charcoal to yellowish, off white. Than within next 6 months all teeth with mercury fillings cracked off. In all cases the tooth was discolored, grayish at the bottom at gum line to "white off" at crown of the tooth. Inside there was charcoal perimeter with clearly noticeable void at contact with tooth material color whitish with yellowish deposit like from some salts. Still have one cuspid with me. Amalgam was removed only because teeth cracked off, and not on any recommendation of doctors. To get rid of electrolysis the ep empress porcelain on titanium posts was installed in place of broken off mercury. I have been tested by two psychiatrists, who confirmed cognitive and memory deficits. After removal of last mercury filling, within 3 weeks, my knees stopped buckling, pain in the joints ease up. Asthmatic wheezing stopped! Medical costs exceeded $ 60,000 for doctors and tests! All signs and symptoms are consistent with (mercury) poisoning, and neurotoxicity. Contrary to ridiculous statements made by incompetent doctors I am finding severe toxicity of mercury. I will be able to testify in front of us congress under oath, shall such need arise. The research in sweden showed traces of mercury in slices of brain of deceased people with alamgam fillings. Some were in 1980's sweden, denmark, norway, finland, germany, and I believe also in canada use of mercury was totally banned.I will not be surprised, that the raise of asthma in adults about 40+ is caused by mercuy amalgam fillings. I disagree that asthma is genetic,due to neurotoxicity, bacterial or may be endotoxins from gram-negative bacteria in the gut!. Note that as a design engineer I observed that all mercury from dental offices goes to sewer, and there are no traps to catch mercury. I am not an ecologist, but the damage to environment may be enormous." Dr. Writes, "my most recent visit with" rptr "was on 3/27/98, and I have had several contacts with him since my initial consultation 9/24/97. Rptr "has been quite faithful with his therapy sessions, and at this point I see him on a once a month basis. As you know, he is quite emotionally distressed from the multiple symptoms he has had over the past several years, with his frustrations complicated by lack of precise medical explanations and particularly the absence of any effective treatments for him. His emotional difficulties are further affected by the lack of recognition given to his condition by the workers' compensation insurance co, as he is convinced that work factors are the principal cause of his health problems. Our sessions have been primarily aimed toward providing him with some opportunity for ventilation and emotional support as, at this point, his marriage has also been affected, with lack of communication from his wife who has had to work full-time since his problems worsened in the past two years. As always, in today's session he presented a myriad of symptoms. He has a very jittery sensation inside his chest. He has dizziness that last hours. He is extremely sensitive to light and we have our sessions in a darkened room. Cognitive and memory deficits are apparent. I will continue to provide therapy for this man who is extremely distressed emotionally. Fortunately he tries to take a very positive attitude and is prepared to try to defend his case with the workers' compensation board in june." Something in the materials in dental crowns substitution for gold are having effect on some people. It is probably by creating electromagnetic imbalance in the system. I am aware about people who could receive radio waves and hear music after having installed metal crowns. I have never experienced such effect.